Manufacturer narrative:
Continuation of d10: product ID 97745bp, serial# (B)(6), product type accessory. Product ID 97755 lot# serial# (B)(6), product type recharger. Product ID 97745, serial# (B)(6), product type programmer, patient . Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6). Product ID: 97755, serial/lot #: (B)(6). Analysis was performed on 97745bp, serial/lot #: (B)(6). Analysis found that the battery pack was broken. H3. Analysis was performed on product ID: 97755, serial/lot #: (B)(6). Analysis found that the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported they are having problem with the recharger, when they plug to recharger into the controller the controller screen goes blank and will not turn on, they plug the controller into the wall outlet and controller showed picture on screen to plug controller into the outlet. Patient husband (B)(6) came on the line to assist with the troubleshooting. Asked patient and caller to reset the controller, they removed the battery pack and the case came apart from the battery pack and case will not stay when they put the battery back into the case. Caller stated the prongs on the controller seem bent. The issue was not resolved. Caller stated the patient will be in pain because the implant is depleted and patient is not able to charge the implant. Caller stated mdt should have a backup battery pack or way for patient to charge their implant when there is an issue with the controller or battery pack instead of having aa batteries because his wife will be in pain for the next 24hrs until they are able to get replacement equipment. When they plug the recharger into the controller to charge the implant, the controller screen went blank and will not turn back on. Caller inspected the recharger for damage and patient said the recharger  does get hot sometimes, sometime warm. Caller stated there is no visible damage to the recharger.